Event description:
Vent was disconnected from external power, ran on internal battery for about 5 to 10 min. Then shut down on pt. Customer got to the car and plugged in the auto adapter and vent would still not turn back on. Customer did get a batt low alarm after 5 min. No pt harm.